Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1. Carto® 3, u.s. Catalog#: unknown, serial number: unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient with medical history of narrow complex tachycardia underwent an ep study using carto and a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase of the procedure, no ablation was delivered as no tachycardia was found. Post-procedure, the patient suffered cardiac tamponade. The patient was taken back to ep lab and pericardiocentesis was performed to remove 200 mls of fluid from the pericardium. Patient was reported to be in stable condition after the pericardiocentesis. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician is not sure at what point the perforation occurred. Nothing unusual happened in the case. As ablation did not occur, his only suggestion is that it might have been when positioning the coronary sinus catheter (non-biosense webster inc. Product) in the coronary sinus. There were no error messages observed on any biosense webster inc. Equipment during the procedure. The navi-star¿ thermo-cool¿ electrophysiology catheter was used for mapping purposes only. Transseptal puncture was not performed during the case. The generator was not in use at the time of the injury as no ablation was delivered.